Event description:
An interim administrative director reported that after implantation of intraocular lens (iol) patient had blurred vision. The iol was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was "decentered lens" and "kinked haptic". Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported blurry vision cannot be confirmed. The product was not retuned for evaluation, no confirmation can be made on the reported haptic damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).